Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) displayed "system error, out of service, revert to manual CPR" was confirmed during functional testing. The root cause of the reported complaint was the failed pca board, likely attributed to the aging of the device. The autopulse platform was manufactured in january 2011 and is over 12 years old, past its expected service life of 5 years. During visual inspection of the platform, unrelated to the reported complaint, one of the head restraint wires was observed to be disconnected. The damaged head restraint does not render the autopulse platform non-functional. The likely root cause for the damage was due to mishandling, but contribution from wear and tear due to age cannot be ruled out. The top cover will be replaced to remedy the damage. Also unrelated to the reported complaint, there was a crack on two of the screw bosses on the encoder cover. The likely root cause for the damage was due to mishandling. The cover will be replaced to remedy the damage. The autopulse platform failed initial functional testing due to the system error - 136 (invalid parameters block) error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The failed processor board (pca) will be replaced to remedy the system error. Unrelated to the reported complaint, the motor drive train brake gap was out of specification (too wide). The probable root cause of this issue is due to wear and tear. The brake gap will be adjusted to specification to remedy the issue. Upon service completion, the platform will be subjected to final functional testing to ensure that the device passes all testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Event description:
The customer reported that during shift check, the autopulse platform (B)(6) displayed "system error, out of service, revert to manual CPR". No patient involvement.

Manufacturer narrative:
UDI related data quality updates only.